Event description:
The manufacturer received information that a garbin evo ventilator required maintenance. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to a third-party service center for evaluation. The device log files were successfully downloaded and reviewed in full. Log review confirmed the occurrence of a ¿ventilator inoperative¿ alarm related to the machine flow sensor. This error indicates that the machine flow sensor drifted above specification (>0.2 lpm). The machine flow sensor needs to be replaced to address the issue. Additionally, findings unrelated to the reported malfunction were identified. The blower requires replacement due to an alarm indicating the motor controller has proceeded to the shutdown state due to an error with the motor. The system printed circuit assembly (pca) needs to be replaced due to an error indicating that the sensor offset during drift calculation was too high. As part of routine preventive maintenance, the air inlet foam filter, muffler assembly, and particulate filter need to be replaced. Additionally, the in-line filter and proximal filter were contaminated with dust. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed.